Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked reservoir tube lip. Insulin pump received missing end cap sticker. (B)(4).

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 223 mg/dl. Customer stated that the insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.